Event description:
Medtronic received a report that this patient was treated for an aneurysm using a flow-diverting device. After the pipeline stent was delivered to the target position through the phenom27 microcatheter, deploy of the stent was initiated at the straight segment. However, it was found that the tip end of the stent was stuck at the tip of the microcatheter and could not be deployed normally, nor could the stent be retrieved. No patient symptoms or further complications were reported as a result of this event. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved indication. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an unruptured aneurysm. The angiographic result post procedure was normal. The access vessel was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No issue was found with the navien catheter.

Manufacturer narrative:
Product analysis as found condition: the phenom 27 catheter was returned for analysis with a pipeline flex shield device stuck inside the catheter lumen, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the phenom 27 catheter tip, marker, and body were examined, and no damages were noted. No voids or flashes were noted on the catheter hub. Testing/analysis: the pipeline flex shield device was removed from the phenom 27 catheter lumen with difficulty. The phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested using an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ report could not be confirmed, as no issues were encountered while testing the returned phenom 27 catheter. Possible resistance causes include an incompatible device, vessel tortuosity, a flush rate too low, catheter or device damage, and a lack of continuous flush with heparinized saline. In this event, the phenom 27 catheter is compatible with the pipeline flex shield device, ruling out an incompatible device as a potential cause. The customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline as a possible cause. Thus, vessel tortuosity, a flush rate too low, catheter or device damage, or a lack of continuous flush with heparinized saline could have contributed to the resistance failure. However, the cause of the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h6: new fdd code a0510 was added to capture previous report of failed stent retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. A navien catheter was used (navien 5f115, lot number b811991.).